Event description:
It was reported that the pt underwent a trauma about 3 months post op. An x-ray was taken, and the doctor found the mono-axial screw was broken. A revision surgery was performed to replace the screw.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental method. Result and conclusion codes will be made available following engineering eval.